Manufacturer narrative:
Initial and final MDR 1886433 - MDR 3003442380-2024-07998- device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 10 infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 1.5 days. The blood glucose level was 360 mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.